Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets fell off events during use on date (B)(6) 2024. The infusion set was in use for 1.5 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.